Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the surgeon, the likely cause of the event is due to the lens position. The intraocular lens is implanted.

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens in the right eye. Approx one month postoperatively, the intraocular lens vaulted and a refractive error was noted. Preoperatively, the patient's bcva was 20/40 with mr -0.25 - 0.50 x 135. Postoperatively, the patient's bcdva was 20/30 with mr - 1.25 sphere. The pt reports experiencing blurry vision and has been prescribed glasses to correct myopia.